Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest recorded blood glucose of 57 mg/dl for approximately 60 minutes, after eating two muffins and announcing two usual dinner meals; the patient panicked during the low and disconnected from the device, then later reconnected, and treated the low with 30 grams of fast-acting carbohydrates. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other reported complications. Outcomes included user-initiated disconnection and self-treatment, without medical intervention, hospitalization, or ketone testing. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no device malfunction and an event consistent with user behavior contributing to hypoglycemia. It was concluded that the cause of the hypoglycemic event was unclear and not confirmed to be device related. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.